Manufacturer narrative:
Age: mean age 69 years old sex: gender: both male and female weight and ethnicity: information unknown/ not provided. Date of event: article acceptance date is (B)(6) 2020. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date (2021 reports) - implant date: unknown/ not provided. Explant date (2021 reports) - explant date: not applicable as there is no indication of explant. Device manufacture date: unknown as product serial number was not provided. Device evaluation: the intraocular lenses were not returned for evaluation. Therefore, a failure analysis of the complaint devices could not be performed. Manufacturing record evaluation: the manufacturing records and historical complaint review could not be conducted since the serial numbers were not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Schartmuller, d., schwarzenbacker, l., meyer, e.l., schriefl, s. , leydolt, c., & menapace, r. (2020). Comparison of long-term rotational stability of three commonly implanted intraocular lenses. American journal of ophthalmology. 220(12). Pp. 72-81 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: comparison of long-term rotational stability of three commonly implanted intraocular lenses. A prospective interventional comparative study was done to compare rotational stability and its influencing factors in 3 different widely used hydrophobic acrylic intraocular lenses (iols) from the end of surgery (eos) to 4-7 months (6 months) in over 380 eyes. A total of 311 eyes with age-related cataract were included in the study and received either an iol of acrysof sn60wf (n=104 eyes; alcon), tecnis zcb00 (n=106 eyes; johnson&johnson vision), or envista mx60 (n=101 eyes; bausch & lomb). The maximum rotation within the first hour post-op was 39.9 degrees for tecnis zcb00. At 6 months post-op, 7.5% of the eyes implanted with tecnis zcb00 iol were rotating more than 5 degrees; 3.8% were rotating more than 10 degrees; and 0.9% were rotating more than 15 degrees. The mean horizontal decentration and mean vertical decentration for tecnis zcb00 were 0.03 ± 0.25 mm and 0.15 ± 0.24 mm respectively. The mean horizontal tilt and mean vertical tilt for tecnis zcb00 were -4.67 ± 2.708 degrees and -2.24 ± 1.658 degrees respectively. One case implanted with tecnis zcb00 rotated 39.18 degrees counterclockwise from the end of surgery to 1-hour post-op. There are no indications in the article of any interventions provided.